Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v340500, implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 08-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that prior to the patient¿s surgery for normal ins replacement high impedances were seen with electrodes 2,3. During the procedure, no motor response was seen so the healthcare provider chose to remove the old lead. However, during removal the old lead fractured, leaving four electrodes inside the patient. The healthcare provider placed a new lead on the opposite side and the four electrodes remained in the patient. It was noted that the issue was resolved, and no further patient complications are anticipated or expected as a result of this event.